Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
Device #1 of 2: reference MFR. Report: 1627487-2016-02703. The patient is implanted with a scs system that includes two model 3189 leads and two model 3159 leads that are from the same lot. It was reported the patient was not receiving effective stimulation. The patient underwent surgical intervention on (B)(6) 2016 to explant the entire scs system.

Event description:
Device #1 of 2: reference MFR. Report: 1627487-2016-02703